Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400 mg/dl range. Customer went to the hospital and was admitted for diabetic ketoacidosis (dka). Intravenous insulin drip was administered. Elevated bg/ dka were resolved. Customer was discharged on (B)(6) 2018 with no permanent damage. Customer did not believe the event was related to pump or supplies and reported it may have been due to stress, however, it was not confirmed.